Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device during surgery was not ratcheting properly. No adverse event were reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did in fact meet the criteria for reportable as the ratchet handle could not move in the up or down motion and thus is reportable. The previous supplemental report was forwarded in error and should be voided.

Event description:
Mdr265552 should be voided done in error.

Event description:
It was reported that the device during surgery was not ratcheting properly. No adverse event were reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Event description:
It was reported that when attempting to mesh the partial thickness skin grafts it was discovered that the ratchet doesn't ratchet during procedure. A delay of 30 minutes was reported and no harm to patient occurred. No other adverse event occurred as a result of the event.

Manufacturer narrative:
This medwatch is being filed as an initial and final medwatch. Review of the most recent repair record identified the following related repair: the ratchet gear and sliding pin were replaced and the assembly was lubricated to resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
Initial report and mdr265182 were forwarded in error and should be voided.